Manufacturer narrative:
The complaint inserter of the device was received and evaluated. The complaint can be confirmed. It was observed that a large bundle of suture was stuck at the distal tip of the inserter. It is possible that the surgeon applied excessive tension on the sutures therefore causing the anchor to become stuck on the inserter. Also, the sutures were twisted inside the inserter, therefore it is possible that the sutures becoming twisted may have caused the implant to become stuck on the inserter. However, it is also possible that both possible root causes in combination could have caused the anchor to become stuck on the inserter. When the suture applied additional force to release the anchor from the inserter, it is possible that this additional force caused the suture to break. However, given the information provided we cannot discern a definitive root cause for the reported failure. A non-conformance search was conducted to investigate any defects identified during production that may contribute to the complaint condition. No non-conformance was identified for this part-lot number combination. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during the surgery on (B)(6) 2019, the shaft didn¿t detach from anchor after implanted. Additional force was taken to remove shaft. Then suture and shaft were stuck as well as suture broke during withdrew. Changed another one to complete surgery. There was no report of patient injury. This is report 1 of 1 for (B)(4).